Event description:
A nurse reported that during surgery, while surgeon was using an active aspiration to remove oil from a patient's eye, a system message of low air pressure was displayed together with loud pulsating air noise. Infusion and air from the system to the patient were disabled. Surgeon instructed a drip stand of balanced salt solution (bss) with infusion line to be set up. This bypassed the system and the surgery was safely completed. Additional information has been requested but not received to date.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested, but not received to date. (B)(4).